Manufacturer narrative:
Concomitant medical product: pm2210 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pre-operative check the right atrial (ra) lead and right ventricular (rv) lead were both exhibiting noise. Both pacing leads were capped and replaced. No patient complications have been reported as a result of this event.